Event description:
The rptr stated that rptr did back to back blood glucose tests, within 10 minutes, and using separate fingersticks. Rptr's results were 177, 400 and 377 mg/dl. Rptr stated that rptr had symptoms of dizziness, irregular eyesight, coldness, and tingling in rptr's feet. Control testing was not done due to lack of supplies. On follow up, rptr stated that rptr has poor vision, and that has not been using a lancing device. Lifescan rep gave rptr's training. Rptr will call again if rptr has any further problems after receiving supplies. No harm was alleged.